Event description:
According to the reporter: this is a batch ftr for glue issues at this account. Account describes major issues with the glue. In particular, they state that approximately (B)(4) of pts come back post-op with severe redness at the glue site. Other pts they say there is no glue remaining. In servicing has been done and they are applying it correctly. All or surgeons and pas have encountered difficulty. There were issues with all lots since ordering in april but two lots currently on their shelf are p00184228 and p00115227. This is (B)(4) since they converted in (B)(6) 2014. Additional info requested via email. Based on the regulations, we need complaints filed for each pt for the event that occurred. Please open the appropriate number of complaints. Provide details for each pt and open the appropriate number of complaints.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the reporter indicated that one patient underwent a laparoscopic cholecystectomy. Photos obtained showed a macular papular rash at the sites of trocar placement. This would have been where the product was applied. The issue resolved over time with no other treatment. The patient recovered. There were no known allergies or relevant medical history to report. The rash developed within 48 hours of use of the product. Additional attempts made to obtain information were unsuccessful and no further information is expected.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) conducted an evaluation of three photos. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, a manufacturer review of the complaint, a medical affairs review of the complaint, and an evaluation of the returned photos. Three photos were received depicting a rash on the torso of a female patient. A review of the complaint by a cross-functional team including representatives from pmv, the product manufacturer, and medical affairs could not reliably determine the root cause of the observed condition. It was noted, however, that the observed rash was not characteristic of a reaction to cyanoacrylate or chloraprep, as theorized by the customer, but more closely resembled the type of reaction observed with the application of mastisol. The returned sample as received by medtronic was found not to meet quality release specifications after application in the clinical setting and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).